Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04105 addresses the other device. It was reported to boston scientific corporation that a dreamwire, autotome rx sphincterotome and another manufacturers basket device (zeon) were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure and removal of bile duct stones on (B)(4), 2010. According to the complainant, the procedure was completed successfully with the dreamwire, autotome rx sphincterotome and basket device (zeon). However, that night, the patient complained of stomach pain, which was confirmed to be due to a perforation in the patient's hepatic portal region. As a result, the physician operated immediately to treat the perforation; details of the medical intervention are unknown. The physician believes the cause of the perforation was movement of the zeon basket device during the removal of the bile duct stones. The account was able to confirm that the autotome rx sphincterotome did not reach the hepatic portal region, but was unable to verify whether the dreamwire had reached this region. Additionally, there was no alleged malfunction of the dreamwire or autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition after treatment of the perforation was reported to be stable. As it was confirmed that the autotome did not reach the hepatic portal region, the autotome event was not originally deemed reportable. As of (B)(6), 2010, this autotome event has now been deemed a reportable event based on the investigation results; melted/split extrusion at the distal pierce hole.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. No consequences or impact to patient) was selected based on confirmation from the account that the autotome rx sphincterotome did not reach the hepatic portal region. The reported event of patient perforation is being investigated on manufacturer report # 3005099803-2010-04105 opened against the dreamwire. A visual examination of the returned device found that the working length was twisted and that the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The distal pierce hole was elongated to approximately 2 mm (proximally from the distal pierce hole), which is greater than the maximum acceptable elongation. The split (elongation of the distal pierce hole dimension) allowed the cut wire anchor to slide proximally from the distal pierce hole which altered the exposed cut wire length to become with the handle retracted. Functionally, the tome is not able to meet the minimum bowing specification due to the melted/split extrusion and the altered exposed cut wire length. During the evaluation, the tome was found to have a melted/split extrusion which allowed the cut wire anchor to slide proximally altering the length of the exposed cut wire and hindering bowing functionality. However, during manufacturing, tome devices are 100% inspected for cut wire integrity and bowing/handle functionality so the melted/split extrusion is likely due to procedural factors . (B)(4).